Event description:
It was reported that the cardiac ablation procedure was to treat a lesion in the mid right coronary artery (mrca) with 90% stenosis, heavy calcification and moderate tortuosity. A 3.25x15mm xience skypoint stent was implanted. The 3.5x8mm nc trek neo balloon dilatation catheter (bdc) had resistance during advancement with the lesion and was used for post dilatation per standard procedure when the balloon ruptured during the first inflation at 6 atmospheres (atms). Another same size non-abbott balloon was used to perform additional dilation several times and the procedure was completed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter interacted with the patient¿s heavily calcified, moderately tortuous, and 90% lesions during advancement, resulting in the reported difficulty during advancement. Additionally, it was reported that the balloon ruptured during inflation. It is likely that the interaction with the anatomy, during advancement, compromised the balloons integrity, contributing to the reported material rupture. It should also be noted that there was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.